Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted: (B)(6) 2008; 4968-60 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was explanted due to infection. No further patient complications have been reported as a result of this event.